Event description:
At approximately 4 months after the primary procedure, the patient presented to the hospital complaining of pain and periprosthetic fracture was confirmed. The surgeon commented that the patient`s large body size may have contributed to the issue. Cable fixation performed successfully.

Manufacturer narrative:
Batch review performed on 05 february 2026. Lot 2409959: 20 items manufactured and released on 11-sep-2024. Expiration date: 2029-08-26. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation. Periprosthetic femoral fracture shortly after primary cementless tha. It is very likely that the femur may have been damaged during preparation at index surgery: it is one possible adverse event, described in the instructions for use and rather recurring in literature. The patient is reported to be of high body weight: while weight itself is not a problem for the implants, a large body mass may make surgery more difficult, and the high retraction force that must be applied to the soft tissues may carry additional stresses to the bone during surgery. No reason to suspect a faulty device as the cause of this adverse event. Root cause:based on the information available, no definitive root cause can be established, although patient-related biomechanical factors may have contributed. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing-related issue.